Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 30 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported the patient's implant mobility, pain and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.